Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump would not accept the cartridge. The user loaded a new cartridge successfully and resumed insulin delivery. There was no impact to the user's blood glucose level.